Event description:
A pt underwent a hemi-laminectomy and discectomy with administration of adcon gel. Three days post-operatively, the pt presented with a cerebro-spinal fluid leak. The pt was successfully treated wtih a blood patch and/or intradural drainage.